Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to discharge and prompted an inappropriate "change batteries" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device and the event batteries were returned to zoll medical corporation. The device was put through extensive testing, which included environmental and functional testing without duplicating the malfunction. The batteries returned with the device were approximately 4 years and 10 months old and severely depleted. The returned batteries could not power the device during initial evaluation. This investigation has been closed as depleted batteries and the device operated to specification. The batteries were scrapped, the device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.